Event description:
It was reported an issue with novosyn suture. The customer reported that the needle, which was held in place by the needle holder during insertion, broke off cleanly in the middle once it had exited the crossed integument clamp. The breaking occurred at the level of the needle holder. Episiotomy closure, overweight woman. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 used thread, only the thread with a piece of needle attached to it, the rest of the needle is not present. The used sample sent back shows that the needle has been hold in the channel end (near the attachment with the thread). On pictures, we can easily see slide marks due to a needle holder on this area. The instructions for use specify that the needles must not be held in this area. (See below an extract of the instructions for use of the product): grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but not related to this issue and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Needle bending strength results of needles tested of the raw material batches used in this product during production were 14.225 and 14.142 nxcm and fulfilled the specification (>10.8 nxcm). Conclusion root cause analysis: the root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. The needle holder was too close to the attachment area. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. The case is considered not confirmed as the root cause is a wrong positioning of the needle holder when grasping the needle. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.